Event description:
It was reported that during da vinci-assisted hiatal hernia repair procedure, universal surgical manipulator (usm) #4 advanced unexpectedly. The usm #4, with a permanent cautery hook (pch) instrument installed, moved unintendedly while the bedside assist attached the monopolar green cord to the instrument housing. After plugging in the cord, the customer claimed the pch instrument advanced on it's own along the insertion axis with nobody touching the usm. The instrument pushed into the diaphragm causing a 1mm tear. No intervention was required to address the injury. The procedure was completed robotically with no further complications. The surgeon attributed the event to the erbe generator, producing a connection error; the surgical team was troubleshooting the energy connection during the event.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. Per da vinci xi surgical system in-service guide, energy cords should be connected to the instrument housing prior to instrument being docked to the usm. Furthermore, per da vinci instructions for use (IFU), users should always use proper strain relief on instruments, endoscopes, or accessories with external attachments, to avoid exerting external forces on an arm that could cause unintended motion. An intuitive surgical, inc. (Isi) field service engineer (fse) went to the customer site to further investigate the customer reported issue. The fse tested the system to see if instruments would insert on their own. The fse tried multiple instruments in multiple configurations and was not able to reproduce the issue under normal conditions. The fse was able to advance the instruments if the clutch button was pushed and the blue led was blinking, as designed. The fse was also able to advance instruments when doing an instrument exchange and with a blinking green led. The fse indicated that at no other time could the instruments be inserted without excessive force to overcome the motor friction.